Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was no video output on the mvs screen. Dual screen configuration had been lost in video settings. The video output settings were reconfigured. The system then passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that after a case, there was no input detected on the mobile view station (mvs). The manufacturing representative (rep) tried switching dvi ports on the computer as well as the back of the monitor. The rep did 2 restarts, but there was still no input detected on the monitor. There was no patient involvement.